Manufacturer narrative:
Device was not returned to importer. This issue was a one time occurrence.

Event description:
The spike cap separated from the drip chamber during back priming. This is a secondary IV administration set that is sometimes used for multiple pre-medications. After the patient received the first medications, the nurse was priming (or flushing) the line with normal saline via the back priming method. The separation occurred at this time. This was a one time event.